Manufacturer narrative:
In speaking with olympus technical support via the phone, the olympus sales representative stated the serial digital interface (sdi ) cable was going from sdi out in the visera elite ii video system center to sdi 1 in a in the lmd-x310s. The sales representative was instructed to move the sdi cable from the visera elite ii video system center to sdi in 2 in the lmd-x310s and the issue was resolved. The olympus sales consultant confirmed the visera elite ii video system center displayed the image normally. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
It was reported to olympus, during preparation for use, the visera elite ii video system center was connected to the lmd-x310s monitor and there was no image. No patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, a correct is being made because the device was not evaluated by olympus. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the input terminal of the monitor to be connected did not support the intended output.

Manufacturer narrative:
This report is being supplemented to correct information submitted.